Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy. During night drain cycle 4, the patient's ultrafiltration reading was 1499ml, indicating the home patient (hp) drained 1274ml more than their maximum programmed fill volume of 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2011-14172 for the investigation. If any additional information is received, a followup will be sent.